Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that, while patient was wearing a pod (at a concert), blood glucose levels reached 900 mg/dl. The date of occurrence is approximate as mother was unable to verify the exact date. Subsequently, patient passed out and a friend attempted to deliver insulin via backup pen on patient's person, however, pen broke as the friend was not trained how to use the device or how much insulin to administer. Patient was transported to a hospital, via emergency medical technicians, however, hospital was not equipped to deal with the situation. As a result, patient was transported to a second hospital, diagnosed as a "diabetic in crisis," and admitted for an approximate period of 3 days, treated, and released. Patient has since recovered. It should be noted that patient was using a personal diabetes manager (pdm) than previously been damaged by water, however, mother holds pod accountable for event; not pdm. Patient's mother advised of other pod failures that had occurred, however, was unable to provided a specific amount of pod failures, details about failures, or dates of occurrence.